Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there was 5 false positives. The following information was provided by the initial reporter: the customer reported 5 false positive samples.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information in the b tab was added: follow-up information: did they perform an acid smear and were the affected vials subcultured? They did not as they were sure it were all false positives. Were any erroneous results provided to the clinicians? No. Were patients treated based on erroneous results? No.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there was 5 false positives. The following information was provided by the initial reporter: the customer reported 5 false positive samples. Follow-up information: did they perform an acid smear and were the affected vials subcultured? They did not as they were sure it were all false positives. Were any erroneous results provided to the clinicians? No. Were patients treated based on erroneous results? No.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there was 5 false positives. The following information was provided by the initial reporter: the customer reported 5 false positive samples. Follow-up information: did they perform an acid smear and were the affected vials subcultured? -- they did not as they were sure it were all false positives. Were any erroneous results provided to the clinicians? -- no were patients treated based on erroneous results? -- no

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported five false positive samples. No patient impact was reported. Phone support determined that a recent replacement of a detector board was causing measurement results that are slightly different from the old board that was replaced. This is a known issue that has been communicated to customers. Customers are informed to scan the samples again and the system will begin to measure the samples normally. The root cannot be determined and because it was not an instrument malfunction this is an unconfirmed complaint. Review of the device history record for instrument s/n mg6072 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and a recent case, pr 8403339, documented the detector board replacement. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.